Manufacturer narrative:
If explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. Device evaluation the product testing was not performed as the complaint device was not returned for analysis; the intraocular lens remains implanted. The reported complaint cannot be confirmed. A manufacturing record review was performed; no non-conformity report (ncr) was found associated to this production order (po). Manufacturing process control was evaluated and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported of a recent case of endophthalmitis in a male patient after implant of a model pcb00, 19.5 diopter intraocular lens (iol). The intraocular lens was implanted in the patient''s left eye (os). No further information was provided.

Manufacturer narrative:
Additional information received indicated that doctor performed a vitrectomy surgery and that the patient is improving. No further information was provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.